Event description:
Same case as MDR ID # 2134265-2013-03544, and 2134265-2013-03546. It was reported that during a percutaneous coronary intervention (pci), motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit failed to autopullback. Manual pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: device not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is undetermined. (B)(4).